Event description:
Boston scientific received information that this newly implanted left ventricular (lv) lead exhibited loss of capture, at maximum outputs, in all six available pacing vectors. Lead dislodgement was confirmed on x-ray. Subsequently, surgical intervention was performed, this lead was explanted, and another lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.